Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 2 complaints were received during this report period. Of these, 1 was not returned for evaluation ((B)(4)). 1 have investigations which are currently pending ((B)(4)). All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction events which are associated with an undesired detachment of a device component. These reports were received from various sources. Patient information was not confirmed for 2 events.

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program.